Event description:
It was reported that a patient deviation alarm occurred. The patient had been on therapy for 55 hrs. The goal temperature was 33.5 set on auto mode with an esophageal temperature probe correlating with auxiliary and rectal temperatures. No water flushes or tube feeds. The water temperature was 40 and the current patient temperature was 32.5. At times the patient was too cool and the current water temperature indicated it was warmer than the patient. Conversely when the patient was too warm, the current water temperature was cooler than the patient.

Manufacturer narrative:
The unit was not evaluated by a technician, however the customer stated that the issue was no longer persisting and was most likely resolved through clinical advice from the help line. Section h coding has been updated. H3 other text: the customer stated the issue was no longer persisting.

Event description:
It was reported that a patient deviation alarm occurred. The patient had been on therapy for 55hrs. The goal temperature was 33.5 set on auto mode with an esophageal temperature probe correlating with auxiliary and rectal temperatures. No water flushes or tube feeds. The water temperature was 40 and the current patient temperature was 32.5. At times the patient was too cool and the current water temperature indicated it was warmer than the patient. Conversely when the patient was too warm, the current water temperature was cooler than the patient.